Manufacturer narrative:
The unit was returned to a third party service center for evaluation and service. The device was not returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect ac power while plugged in to the main power supply. There was no patient injury reported as a result of this incident.